Event description:
The hosp reported they experienced a total loss of image with one of their endoscopes during a procedure. The procedure was completed with the use of another device. There was no allegation of harm.